Manufacturer narrative:
The hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The bed functioned as designed. This was due to user error. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call bed exit would not work. The bed was located in the 3rd floor med surge new unit room (B)(6). There was no patient/user injury reported. (B)(4).